Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for bent pen needles. Pharmacy is calling on behalf of the customer. Customer stated that the pen needles would bend when she attempted to inject her insulin. Customer was concerned that the product was unable to administer her insulin due to the bent needles. Customer stated that this was first time she used the product out of the package. The customer feels well and did not report any symptoms. Customer was not claiming she was injured and did not need any medical intervention related to the use of the pen needles. Customer is using a compatible lantus solar star pen with her pen needles.